Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: other medical products in use during the event include: brand name: evolut fx dcs; medtronic product ID: d-evolutfx-34 (lot: unknown); product type: 0195-heart valves; implant date: non-implantable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during a transcatheter aortic bioprosthetic valve replacement procedure, as the valve was deployed, an infold was noted in the valve frame. Subsequently, the valve was recaptured into the delivery catheter system and withdrawn from the patient. The system was replaced and a new medtronic system was used for the implant procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned to the galway return product analysis (rpa) lab and subsequently forwarded to the santa ana return product analysis lab. The valve was enclosed inside a heart valve return kit jar, fully submerged in a cloudy 0.2% glutaraldehyde solution. The valve is discolored, showing evidence of blood contact. All leaflets appear partially open. All leaflets exhibit evidence of desiccation, resulting in stiff but slightly flexible leaflets. Although desiccation is observed, all leaflets appear intact. All commissures were intact with coagulated blood/thrombotic-appearing host growth on comm 3-1. There were no signs of damage, such as kinks or bends to the frame. Due to the receipt condition, a detailed analysis could not be performed to simulate the infold. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. D10: brand name: evolut fx dcs; medtronic product ID: d-evolutfx-34 (lot: 0012544077); product type: 0195-heart valves; implant date: non-implantable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during a transcatheter aortic bioprosthetic valve replacement procedure, as the valve was deployed, an infold was noted in the valve frame. Subsequently, the valve was recaptured into the delivery catheter system and withdrawn from the patient. The system was replaced and a new medtronic system was used for the implant procedure. No patient complications were reported as a result of this event. Additional information was received to report a misload was not noted during the fluoroscopic inspection of the valve load; an overlap was noted "until" the fourth node of the valve fame. The infold was noted following the first deployment; therefore, the valve was recaptured into the delivery catheter and the system was withdrawn from the patient. The patient's anatomy was calcified and this contributed to the valve infold.